Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/11/2014 with the following findings: a review of the pump¿s black box data revealed multiple loss of prime warnings due to zero force. During the load step in the prime sequence, the pump does not move and the pump holds a prime with no cartridge installed. The force sensor calibration did not measure within specifications. The resistance of the force sensor measured within specifications. There was evidence of moisture damage found on the force sensor and force sensor flex. Unrelated to the initial complaint, the pump was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.